Event description:
Pt was dispensed lenses from o.d. And worn 1 1/2 days with some corneal changes observed after 24 hrs. Pt was referred to an eye clinic for further eval. O.d. At clinic made the following observation. The right eye conjuctiva was quiet. The cornea showed multiple subepithelial infiltrates with intact overlying epithelium showing no fluorescein stain. No single dense infiltrate surrounded by multiple white blood cells as is more commonly seen in soft contact lenses associated keratitis was seen. Subepithelial infiltrates appear to be more likely type seen in viral keratitis. The left eye was entirely quiet with a clear cornea. He stated infiltrative keratitis may be either contact lens related or other cause including a virus. He placed her on 2 medications and requested a return visit with pt. In his final statement, the eye clinic o.d. Sated, "although it is nature to conclude this is caused by contact lens wear, I am uncertain of this and it may simply be a coincidence."